Event description:
Intravascular ultrasound (ivus) catheter was used in patient and worked properly. Removed and saved on table for use again. When ready to reinsert, error message on volcano to change ivus catheter. New catheter opened. No patient harm.